Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system full height drawer 5 failed and showed device was not detected on bus error. A field service engineer found that drawers 5.1 and 5.2 were not on the bus, and no light emitting diodes (leds) were illuminated on the drawer module board or the drawer controller printed circuit boards (pcbs). The fse replaced both drawer controller pcbs and the drawer module pcb, then tested the system using the hardware test application (hta) to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.